Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/22/2019. Investigation summary: we received one each intact reference sample for code nw3718 lot v8003. The returned sample was visually inspected and tested for straight pull as well as needle visual inspection found to be conforming. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected and no defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. The needles were inspected for any attribute defects and no defects were observed. The retain samples were tested for straight pull and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for straight pull value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the total number of patient procedures? - not revealed. Have any of these events been previously reported to ethicon? - no. What is the quantity involved per procedure? ¿ not revealed. How many procedures experienced the suture breaking? -not revealed. How many procedures was the needle observed to be blunt? Not revealed ¿ recently in all procedures. Were there any adverse patient consequence(s) or subsequent medical/surgical intervention? No.

Event description:
It was reported that a patient underwent a cataract surgery procedure on (B)(6) 2018 and a suture was used. During surgery, while the surgeon was about to suture the cornea, it was observed that the needle was blunt and the suture snapped on the second bite. Also, the foil was discarded. There were no adverse patient consequences reported. No additional information was provided.